Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using a lightning aspiration tubing (lightning), an indigo system cat12 aspiration catheter (cat12), penumbra engine (engine), and penumbra engine canister (canister). During the procedure, after approximately five minutes of using the lightning, the indicator light started flashing red. The physician unplugged and plugged the lightning unit back into the engine to troubleshoot; however, the indicator light turned from green to flashing red when the switch was turned into the on position. It was also reported that the canister was completely seated on the engine and the lid was tightly sealed. Therefore, the lightning unit was removed. The procedure was completed using a new lightning with the same cat12, engine, and canister. There was no adverse effect to the patient.